Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during use with a prismaflex set, an external blood leak was observed. It was further reported the estimated blood loss was 150 ml. According to the reporter, "the consumable membrane was damaged and pressure sensor was broken". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set access pre-pump pod. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.